Event description:
It was reported that during a total lap hysterectomy procedure, while doing the ip ligament during the procedure, as soon as the foot pedal was activated, tissue pad fell inside the patient's body. It was retrieved laparoscopically using a grasper. The procedure was completed with bipolar.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.